Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 70 md/gl back to back with a result of 248 mg/dl on the aviva system when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that she self-treated with a glucose gel and then obtained a result of 100 mg/dl. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.